Manufacturer narrative:
B3: 2025 is the reported year of the event but exact month and day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had motor rate error. There was unknown patient involvement and unknown patient harm/adverse event.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the customer reported issue. Functional testing was performed. The main cause of the customer¿s complaint was the worn-out clutch parts. The main board was replaced to fix the force sensor test error. The left and right clutch and clutch spring were replaced to address the customer's issue.